Manufacturer narrative:
The insulin pump buttons all responded properly. However, corrosion was found at the keypad traces. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a broken belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 130mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.